Event description:
Customer alleges that the unit came up with key fault #1 error. No reported pt involvement. Service rep could not duplicate alleged condition. Proper operation of the device was confirmed.